Event description:
Boston scientific received information that this right ventricular lead was repositioned due to lead dislodgement. The lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.